Event description:
After the anastomosis was created using the eea, the handle was loosened but would not withdraw from the rectum. Gentle tension was put upon it and the handle separated from the anvil. The anvil had to then be retrieved from the rectum. Notes from the operative report: "the pursestring which had been previously placed was then cut and the 31mm eea was brought up in the field and the anvil was generously lubricated and passed through the colostomy and into the proximal colon. A gia 80 with a blue load was then brought up and the colostomy was stapled across. This was then passed off the table and sent to pathology as specimen. The anvil was then gently pushed distally until it exited just anterior to the staple line at the midpoint. Attention was turned to the rectum and 28 mm and 32 mm eea sizers were passed into the rectum without any difficulty. The handle of the eea was then passed into the rectum and deployed. The anvil snapped into position and the eea was closed. A stapled end and anastomosis was then created in a standard fashion. After the anastomosis was created, the handle was loosened but then it would not withdraw to the rectum. Gentle tension was put upon it and the handle separated from the anvil. The anvil could be palpated through the rectum and it was grasped with a foerster clamp and withdrawn. It felt like a significant amount of pressure had to be placed on it to remove it. Examination of the ankle reviewed to intact donuts without any other abnormalities. The pelvis was then filled with saline and the rigid proctoscope was inserted and advanced to the anastomosis. Insufflation of air was then carried out and no leak or air bubbles were detected." While using an eea stapler, the surgeon states, "the device closed and fired in normal fashion, the knob turned and "popped" normally. I went to withdraw the stapler and it was stuck. The anvil then separated from the handle. I thankfully was able to grab both pieces." Note: no packaging was saved, so we do not have lot# or other product information. The patient then returned to surgery for: anastomotic leak. Procedures performed: exploratory laparotomy, segmental colon resection with end colostomy and hartman's pouch, excisional debridement of abdominal wall 5 x 3 x 8 cm (length x width x depth), rigid proctoscopy, application of wound vac greater than 50 cm2. Findings: posterior anastomotic disruption ~ 1/3 of the posterior wall, feculent peritonitis, right lower quadrant abdominal wall excisional debrided along previous drain tract, 5 x 3 x 8 cm.